Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 400 mg/dl with nausea, abdominal pain, extreme thirst, and excessive urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal and bolus settings by health care provider. The reporter alleged that the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reported prime issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime warning associated with non-zero low force. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Caps were not returned with the pump. Using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy and the force sensor calibration reading were within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Unrelated to the complaint, the battery compartment was found to have cracked in the threads area.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.